Event description:
The pt was implanted with this paddle lead on (B) (6) 2006. It was reported that it required multiple surgeries for the laminotomy and that the pt had not much bone in his spine to assist in holding the lead in place. It was reported that the pt was having positional stimulation patterns and would obtain the best coverage when he lays down. The physician indicated he wanted the pt to see other specialists to determine if there were any other options to make his system less positional-dependent. It was reported, the pt was going to consult with another physician for revision and no further info is available.

Manufacturer narrative:
Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.